Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and the device: was the thoracoscope with tiny incision the planned procedure? Or was the tiny incision only created to retrieve the pieces of the trocar? To date, no response has been provided and no device received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a thoracoscope with tiny incision, the device was broken off. The broken pieces were retrieved and no pieces were left inside the patient. The surgeon removed the missing pieces via the trocar and the tiny incision. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Additional information received: additional information was requested and the following was received: was the thoracoscope with tiny incision the planned procedure? Or, was the tiny incision only created to retrieve the pieces of the trocar? No further information is available. No further information will be provided. Investigation summary: the analysis results found that the tt012 instrument was received with the sleeve broken. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.